Event description:
Hand assisted laparoscopic nephrectomy echelon stapler placed on tissue. Engages x1 (should be 3 squeezes) but would not allow md to engage again. Could see that blade had come out slightly. Md uncomfortable with releasing since he saw the blade. New 12 port placed. Power echelon tested prior to use, inserted and worked. Md then able to put in reserves and release stapler. Pt with about 200 cc blood loss. Ats45, lot 14e44x, exp 2/2018. Vascular reloads tr45w, lot j4c947, exp 8/2017. Ec45a echelon flex 45, lot k4dm6u, exp 10/2016. Reloads from ecr45w, lot k4dv07, exp 11/2018. Both ethicon staplers.